Manufacturer narrative:
Evaluation of device for window lock not working could not be replicated. Visual inspection showed the blade did not have any damage. There was evidence that the window lock laser marks were clearly identifiable on both inner and outer tubes. The inner blade rotated freely and the blade could be placed into window lock manually. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during polypectomy procedure the unit would not window lock. A backup was used to complete the procedure. No delay occurred and no patient injury or complications were reported.